Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and device dislocation ('migration of essure device location of device: right essure was extremely migrated/couldn't be located on first removal surgery') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2017, the patient had essure inserted. In 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"), 1 year 10 months after insertion of essure. On (B)(6) 2019, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea(cramping), dyspareunia ("dyspareunia(painful sexual intercourse ), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia(heavy menstrual bleeding) and metrorrhagia ("metrorrhagia(bleeding b/w periods). The patient was treated with surgery (hysterectomy (partial),bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia and metrorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new event pain, she did not underwent essure confirmation test, migration of essure device location of device: right essure was extremely migrated/couldn't be located on first removal surgery were added. Event genital hemorrhage and pregnancy were updated to nonserious. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain') and device dislocation ('migration of essure device, location of device: right essure was extremely migrated/couldn't be located on first removal surgery'). In a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she did not underwent essure confirmation test" and device ineffective. On (B)(6) 2017, the patient had essure inserted. In 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"), 1 year 10 months after insertion of essure. On (B)(6) 2019, the patient experienced, device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced, pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse )"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia(heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia(bleeding b/w periods)"). The patient was treated with surgery (hysterectomy (partial),bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia and metrorrhagia outcome was unknown. Pregnancy related information: retrospective report, last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported, as a live birth. It was unknown, whether the child was healthy. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint, most recent follow-up information incorporated above includes: on 13-mar-2020: quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), pregnancy with contraceptive device ('pregnancy with contraceptive device') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse )"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia(bleeding b/w periods)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia and metrorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received- event injury to herself was updated with events chronic pelvic pain, chronic abdominal pain, back pain, dysmenorrhea(cramping), dyspareunia(painful sexual intercourse), apareunia, menorrhagia(heavy menstrual bleeding), metrorrhagia(bleeding b/w periods), general. Abnormal. Bleed, pregnancy with contraceptive device and device ineffective were added. Patient demography added. Updated suspected drug indication. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.